Event description:
It was reported that the haptic was stuck to the optic when implanting the intraocular lens (iol). It was stated that the iol was successfully implanted and that there was no patient injury.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Explant date: if explanted, give date: na (not applicable). The lens remains implanted. Telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.